Manufacturer narrative:
(B)(4). On the same day as the onset of the peritonitis, began treatment with vancomycin (2gm stat) ip and gentamycin (40 mg stat) ip for peritonitis and the drugs were discontinued on the same day. At the time of this report, the patient was reported to be recovered from the peritonitis event and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent and vomiting, coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the reported event. The treatment for the peritonitis included vancomycin and gentamicin (doses, routes and frequencies not reported). The patient was reported to have recovered from the peritonitis. Additional information was requested, but was not available at this time.

Manufacturer narrative:
(B)(4).if additional relevant information is obtained, then a follow-up MDR will be submitted.